Event description:
The hospital staff disconnected the device from ac power, turned the device on and attempted to administer a defibrillator shock to a patient diagnosed in cardiac arrest. The device allegedly failed to charge and displayed a service indicator and a low battery indicator. Another defibrillator was made available and used. The patient was resuscitated.